Manufacturer narrative:
No product was returned for investigation. A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported adverse events could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2030404-2019-00091. The following was published in european pacing, arrhythmias, and cardiac electrophysiology: journal of the working groups on cardiac pacing, arrhythmias, and cardiac cellular electrophysiology of the european society of cardiology in an article titled ¿multicentre safety of adding focal impulse and rotor modulation (firm) to conventional ablation for atrial fibrillation" by baykaner t, schricker aa, et al, 2017; 19(5):769-774. Two patients had a stroke or transient ischaemic attack, 9 patients had tamponade or a pericardial drain occur, 2 patients had heart block, 1 patient had myocardial infarction. (Doi:10.1093/europace/euw377).